Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing painful bumps under the epidermis of the skin since cardiac resynchronization therapy defibrillator (crt-d) implant. It was noted there was also numbness and tingling at the device site. The patient then presented for outpatient wound revision and the device was re-positioned; the device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.